Event description:
The acetabular insert would not seat properly in the shell. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
This is the same patient/event as MFR #'s 2219689-1997-40 through 2219689-1997-45. Summary of evaluation: evaluation results indicate the event occurred due to the rasps wearing over time.